Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with implantation of a 2.25 x 23 mm xience xpedition in the mid left circumflex artery. On (B)(6) 2015, coronary angiography noted in-stent restenosis in the implanted xience xpedition stent. On (B)(6)2015, a revascularization procedure was performed with implantation of an unspecified drug eluting stent at the restenosis. The patient condition resolved one day post procedure. No additional information was provided.